Manufacturer narrative:
Of the two malfunctions, one device was returned to bd for evaluation. For one investigation it is unconfirmed for suction problem as it could not be reproduced. One investigation is inconclusive for suction issue as the device was not returned. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 1608062 implanted port allegedly experienced a suction problem. This information was received from various sources. These malfunctions involved a patient with no reported patient injury. One patient was a (B)(6) year old female weighing (B)(6) kgs and the other patient was a male. The other patient age and weight were not provided.